Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The scaffold remains in the patient and the delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the non-tortuous, moderately to heavily calcified 70 to 90% stenosed proximal to mid left anterior descending (lad) coronary artery. A 3.0 x 8 mm absorb gt1 scaffold delivery system was advanced with no resistance to the lesion and following the successful implantation of the absorb gt1 scaffold in the lad a dissection was observed in the distal left main coronary artery. A xience alpine stent was implanted to successfully cover the dissection. The physician stated that he did not think that the absorb gt1 had anything to do with the dissection. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned as the scaffold remains in the anatomy. A review of the lot history record and complaint history of the reported device could not be conducted because the lot numbers were not provided. The reported patient effects of dissection, as listed in the absorb gt1 instructions for use, is a known adverse event associated with the use of a coronary scaffold in native coronary arteries. Based on the case information, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.